Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a ob-gyn procedure on (B)(6) 2017 and suture was used. The suture was broke when pulling the suture after tying a knot. It was found that there was had been a folded mark on the suture at about 15 cm from the edge of the suture before use. The suture was easily broken at the folded mark when pulling the suture after tying a knot. The broken position on the suture was about 15 cm from the swage part. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Actual device returned and evaluated. The swage and attachment area were as expected.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.